Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a sensation snare was used during a colonoscopy procedure. According to the complainant, during the procedure, when the physician attempted to retract the snare loop, the handle cannula bent 90 degrees causing the loop to remain open. Subsequently, the loop could not be retracted. The snare was removed from the patient and another sensation snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported issue of snare loop unable to retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.